Event description:
Event description guidant received information that chronic transvenous defibrillation lead exhibited elevated shocking lead impedance measurements during pocket manipulation. Noise was also observed on the shock channel. All other lead diagnostics are stable and good. There are a large number of atrial tachy response (atr) episodes that appear to have artifact on the atrial channel which is sometimes seen to a small extent on the shock channel.